Event description:
Clinical study. It was reported that post index procedure, the pt had a target vessel revascularization. The index procedure treated a lesion in the proximal right coronary artery (rca) for in stent restenosis. The lesion was 3.5 mm wide, with a reported length of 3 mm. The lesion was 80% stenosed. The physician used a cutting balloon prior to pre dilating the lesion. A 3.5 x 12 mm taxus express2 stent was placed. Residual stenosis was 0%. The pt was discharged one day later on aspirin and plavix. On day 617, the pt underwent coronary artery bypass grafting to the proximal rca. In stent restenosis was not present. In the opinion of the physician, there is an unk relationship between the CABG and the stent.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch 7000814 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The root cause cannot be determined.